Manufacturer narrative:
Information was received from the replacement device implantation data card completed by the hospital or staff and returned to our implant patient registry. This was determined reportable per edwards lifesciences procedures. Additional information was requested by email on 04/30/2009 and on 05/07/2009. In 2009, it was learned from the surgeon's response that the device was explanted due to mitral insufficiency. He indicated that this event was not device related (the ring was replaced by a valve) and the ring was not available for return. The device history record (DHR) review was completed the following month, and this device passed all manufacturing and sterilization inspections with no nonconformance. No further information is available.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted , due to unknown reasons. The implant duration was less than one month. No further details were provided. Information learned from implant patient registry.